Manufacturer narrative:
MFR received date: 07 oct 2019. The manufacturer's field service technician confirmed the reported problem. The manufacturer's field service technician replaced the power switch overlay to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty led indicator. There was no patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty led indicator. There was no patient involvement/harm.